Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with an existing n on-medtronic valve, during the fluoroscopic inspection of the valve load, the delivery catheter system (dcs) lumen flush port was contaminated when it collided with a non-sterile low hanging light. The valve was deployed into a warm saline. The contaminated dcs was not used and was replaced. The valve was reloaded into a new dcs, and fluoroscopy check was performed. During the implant, it was noted the patient had a high blood pressure (bp) from onset and even with higher pacing rate during deployment, the bp did not really lower. As a result, there was still a decent amount of movement when attempting to deploy the valve to 80%. Three recaptures were performed, and deeper implant depth was noted. A decision was made for the implanting physicians to switch position 1 and position 2. The valve and dcs were withdrawn from the patient. The valve was reloaded into a new dcs. Subsequently, two additional deployment attempts to 80% were made with better implant depths noted. Following the second deployment, a decision was made to recapture the valve. However, the implanting physician inadvertently deployed the valve instead of recapturing and the valve was fully deployed at a level above the sinotubular junction. Adequate coronary arteries blood flow was confirmed, and the patient was stable. It was no ted the valve proceeded to move more aortic and stopped just before the great vessels with the patient still fully stable. The physicians made a decision to deploy a non-medtronic valve into and existing failed non-medtronic pericardial bioprosthesis. The implanting physicians moved the inactive medtronic valve via two snares and was anchored in the descending aorta. No additional adverse patient effects were reported.

Event description:
Additional information was received clarifying that after the three recaptures were performed, when the physicians switched positions, the valve and delivery catheter system (dcs) were not withdrawn from the patient. The same dcs was used for the subsequent deployment attempts, there was no third dcs used during the procedure. It was clarified that the cause of the dislodgement was that the valve was inadvertently deployed in the wrong position.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 08-feb-2025, UDI#: (B)(4), product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Corrected: b5, d10, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.